Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that whenever the patient had to go pee they told her to turn it up so she did. The patient stated that she couldn't get out of bed fast enough to go pee and she had the urge to go pee so bad so she turned it up really high like almost 3. The patient mentioned that at first it tingled her "pussy lips" and she turned it up once every week and than it started burning and stinging on her spinal cord. The patient was wondering if she could have shifted something inside her body because it was stinging in a different spot now. The patient noted that she decreased 4 times over the last couple of days and was down to 1.6 which resolved the pain and discomfort. The patient reported that she would rather have her vagina lip tingle and be horny than feel her back sting like a cattle prod on the right hand side of her body. The patient described the sensation like a bee sting and currently didn't feel any stimulation sensation at all. No falls were reported but the patient saw a massage therapist but the therapist did not use a tens or massage over the ins. The patient also indicated that she was thinking about increasing amplitude again. It was stated that there was very little pee at night so the patient knew it was working. There were no further symptoms or complications reported or anticipated.